Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event of knob damage. Although not reported, the device is missing the white lettering. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral sizer has a crack in the top part that locks the sizer down.